Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd user facility report (B)(4) indicating elevated lactate dehydrogenase (ldh). Thrombolytics started and pt upgraded to 1a status.

Manufacturer narrative:
The MFR is attempting to acquire additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).

Manufacturer narrative:
A specific cause and a correlation between the reported elevated lactate dehydrogenase and the device could not be conclusively determined. The patient remained on going on vad support until undergoing a pump exchange for a suspected percutaneous lead compromise. The examination of the pump under MFR report #2916596-2014-02171 did not show any evidence of adhered depositions or thrombus formation that would have contributed to the reported elevated lactate dehydrogenase. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient remained on vad support following the event with no further reported issues until undergoing a pump exchange for a suspected percutaneous lead compromise.